Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, a21 error test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 386 mg/dl. The customer reported that they received a motor error alarm and it was doing anything. It was reported that they can't hear well but just felt the pump vibrating. Customer was able to complete pump rewind and motor error. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.